Manufacturer narrative:
Investigation revealed no functional problems with the controller (log data) or pump (functional performance test and visual inspection). Large amounts of clot were noted in the pump and circuit, apparently as a result of coagulation (anti-coagulation) problems with the patient.

Event description:
A (B)(6) male patient was placed on support using surgical cannulation after failure to wean following 6 hours of cardiopulmonary bypass for CABG and valve repair. After two days of support the pump flow dropped quickly from 5.5 lpm to zero. The pump was restarted but ran for only a few seconds and could not be restarted. The pump was replaced (using same cannulas) by another manufacturer's pump and support continued for 13 more days. Support was withdrawn at that time and the patient expired from multi-system organ failure.